Event description:
It was reported that the customer's insulin pump had a motor error alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump also had a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.